Manufacturer narrative:
Final analysis found all five filers of the outer coil fractured and inner insulation breached at 28.5-29.2 cm from connector pin, consistent with clavicle crush damage; this was likely the cause of the reported complaints from the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high impedance, noise and high capture thresholds. The device was reprogrammed and the patient would continue to be monitored via merlin.net. No patient symptoms were noted.

Event description:
New information states the during follow up the right atrial lead continued to exhibit noise during isometric exercise. The lead was explanted and replaced successfully. No additional information was available.